Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but it was positioned too distal. The physician partially recaptured the device. At this time it was noted the there was a pericardial effusion that was on the distal portion of the laa in the anterior lobe. The patient was stable, so the physician decided to proceed with the procedure. The closure device was deployed and partially recaptured an additional two times before it was in an acceptable position. The device was released and successfully implanted in the laa of the patient. The physician performed a pericardial tap where they drained 60mls of blood from the patient. The patient had no hemodynamic changes during the procedure. The physician drained another 60mls of blood overnight from the patient. The drain has since been removed and the patient is doing well following these events.